Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 51mg/dl. Customer had their meal, but blood glucose still dropped at 39 mg/dl after 45 minutes. Customer¿s blood glucose level was 39 mg/dl at the time of the call. Customer was advised to disconnect from the pump, troubleshooting was not completed as call got disconnected. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.